Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician disconnected a lead from the implantable pulse generator (ipg) in order to provide more slack. When they attempted to reconnect the lead the setscrew could not be tightened. The ipg was not used and replaced. No patient complications have been reported as a result of this event.